Manufacturer narrative:
No frozen screen was noted during testing. The unit had intermittent button response due to corroded keypad traces. The unit also had a minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The caller stated that the screen was complete frozen and would not do anything even after a battery replacement. The customer's blood glucose was over 190 mg/dl. The caller stated that she wished to have the insulin pump replaced. She agreed to return the device for analysis.